Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was at his house around 3:58 pm and reported that the sensor failed and the sensor wire became stuck in his arm. The patient went to the emergency department, where the wire was checked. During the hospital visit, the doctor did not observe the sensor wire on the skin, and an ultrasound was performed. The hospital prescribed antibiotics to prevent infection and advised the customer to return if any symptoms occurred. The patient is currently feeling well. There was no documentation of medical intervention. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.